Event description:
It was reported that while running bd facscanto¿ ii erroneous results were obtained. There was were no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: variations in results and instability of the instrument.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part #338962, serial #(B)(6). Problem statement: customer reported complaint of the instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 04nov2020 to date 04nov2021. Complaint trend: there are 18 complaints related to the issue of erroneous results. Date range from 04nov2020 to date 04nov2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # 338962-338962-v33896201651-100010513-12, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was due to misaligned optics. The customer had initially reported that the instrument was producing varying results and a field service was scheduled for a repair. The fse (field service engineer) confirmed the issue and started by cleaning and aligning the optics. The instrument was then checked for any further system issues, the pressure was regulated, and the flow cell was adjusted. No return sample was requested for evaluation because no parts were replaced to directly improve the investigated issue, and the parts listed under usage in the case are unrelated and not returnable. After the repair, the instrument was performing as expected. Although the instrument was used for diagnostic testing the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. Cleaning the fluidics and regular maintenance is essential for keeping the instrument at its optimal performance. This information can be found in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # 01499731 install date: 09jul2012 defective part number: n/a work order notes: subject / reported: variations in results and instability of the instrument problem description: variations in results and instability of the instrument work performed: cleaning and alignment of the optical train is carried out, the instrument and its systems are checked, pressure is regulated, the flow cell is adjusted and the instrument is left working correctly. Cause: misalignment in the optical system solution: reference beads, cst beads, controls and samples are analyzed and the instrument remains working correctly. Returned sample evaluation: a return sample was not requested because the replaced parts listed in the work order are not related to the issue and are not returnable. Risk analysis: risk management files facscanto ii flow cytometer (optics) #338960-03ra (version a/revision 2) and facscanto ii flow cytometer (daq) #338960-05ra (version a/revision 1) were reviewed and identified the cause of misaligned optics. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes. No. Item: 2. Fiber function: 2.1 pass correct light wavelength bands potential failure mode: 2.1.1 not positioned properly in holder potential effects of failure: 2.1.1.1 events not detected or misclassified potential causes/mechanisms of failure: 2.1.1.1.1 loose filters, might fall out during shipping current controls: foam holds filters in during shipping recommended actions: n/a responsible party: n/a target completion date: n/a actions taken: n/a sev: 5 occ: 4 det: 3 rpn: 60 item: acquire data function: start data acquisition; collects event pulse parameters (height, widths, area) and send to the host. Potential failure mode: host does not receive any data potential effects of failure: the operator is unable to detect any events potential causes/mechanisms of failure: analog section, dsp #2, fpga (fifo) current controls: instrument setup/calibration (qc) fails recommended actions: n/a responsible party: n/a target completion date: n/a actions taken: n/a sev: 5 occ: 2 det: 1 rpn: 10 mitigation(s) sufficient . Yes. No. Root cause: based on the investigation results the root cause of the erroneous results was due to misaligned optics. Conclusion: based on the investigation results the root cause of the erroneous results was due to misaligned optics. The fse confirmed the issue started the repair by cleaning and aligning the optical system. Next, the instrument¿s pressure was regulated and the flowcell was adjusted. After the repair, the instrument was functioning as expected. No treatment or diagnosis was given due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd facscanto¿ ii erroneous results were obtained. There was were no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: variations in results and instability of the instrument.